Manufacturer narrative:
(B)(4). (B)(6). Item # 00875200832 item name liner elevated rim 32mm i.d. Size gg for use with 48 mm o.d. Size ggshell lot#64551686. Item# 00875200932 item name liner elevated rim 32 mmi.d. Size hh for use with 50 mm o.d. Size hh shell lot # 64551754. Item number 00875305001 item name shell with cluster holes porous 50 mm o.d. Size hh for use with hh liners lot # 64670612. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported after the implantation of all components of the prosthesis, during the joint stability tests, anterior instability was identified due to the anteversion of verticalization of the metallic acetabular component, which had to be replaced. Implants were replaced by larger sizes. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified the liner fully seated in the shell upon return. Shell shows scratches around the circumference of the etched face with deformation of the radius edge from attempt in the field to separate liner from shell. No other damage was noted to the shell. Nicks and scratches were also noted to both shell and liner spherical surfaces from attempted use. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event.  Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.